Event description:
Pt had complaint of soreness getting worse over last three months. The right silicone implant was found to be completely disintegrated with no real evidence of even a shell or envelope. The silicone was found to fill the capsule and was embedded with many small nodules and cystic appearing structures in the cap itself. The left silicone implant was intact but surface was covered with thick visous silicone. No tear was seen but silicone bled a substancial amount out of the implant. The info is very limited as the pt remembers that the implant was in 1981 in florida.